Event description:
Reason for revision: polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product/lot codes finds no other reports. The patient was primarily implanted in (B)(6) 2001 and revised in (B)(6) 2013 for polyethylene wear after 12 years in situ. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.